Manufacturer narrative:
Analysis and results: there are no previous complaints of this code- batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received some pictures showing a box of product with the incorrect language version of the box label and the additional label attached. This defect was caused when preparing the labelling in the system. The personnel involved selected the incorrect version of the language labels of the product by mistake. Taking into account that there are no previous complaints of this code batch, we consider that these are isolated units, but the whole batch is correct. Nevertheless, we take note of the incidence and the personnel involved has been informed to avoid that this issue happens again. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the pictures received show a product box that does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the pictures received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The client reported that product boxes are checked and there are no chinese and english labels and cannot accept them.